Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain. It was reported that the patient is very active and spends many hours outside in the hot weather. The friend/family member stated they are a nurse, and although the patient takes over the counter medicine, the friend/family member is very strict and monitors the medicine intake.  Every time the patient works out in the yard, it's like they pass out. The patient is old and "skin and bones" and the pump is big. The pump protrudes half an inch off the patient's stomach. The friend/family member lives right next to the patient and is able to walk over and arouse the patient if they are passed out. On saturday ((B)(6) 2021) the friend/family member went to the patient's house to say good night and couldn't arouse the patient. They had to call an ambulance. The doctor at the hospital told them that the patients pain pump was dispensing too much medicine and they needed to turn it off. T he patient responded to the narcan at the hospital. The patient was released the next day and the notes said that the reason for their symptoms was that the patient suffered from taking multiple prescription drugs. The patient had not had any medication except for thursday morning when they had half a norco. This happened several times last summer and this did not happen in the winter.  The friend/family member did not make a connection between the pain pump and it being too hot. The patient's physician discontinued the patient's oral pain medications. The friend/family member stated that something was going on between the patient being out in the hot temperature for hours and the pump. The patient would like the pump turned off.